Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including a surgical lead on (B)(6) 2010. It was reported that the pt was receiving rib stimulation due to the high placement of the lead. Surgical intervention was undertaken on (B)(6) 2011 to revise the lead placement; however, the device was damaged during the procedure and had to be replaced. No further issues were reported.